Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in a motor error loop during the bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump was unable to perform the excessive no delivery test and occlusion test due to the motor error alarms. The device was also received with a cracked reservoir tube lip, minor scratched display window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during the fill reservoir step. The customer's blood glucose was 6.9 mmol/l. The customer did not observe any significant events leading to the alarm. The caller stated that the device had not been exposed to a strong magnetic field. The caller was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.